Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared the patient¿s feelings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately at 8:30am on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿300 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged inaccurate result, the patient followed her usual diabetes management routine and administered 2.5mg of glipizide. She reported that an unknown time later, the patient ¿passed out¿. She reported that the patient was taken to the emergency room (ER) where a blood glucose result of ¿32 mg/dl¿ was obtained on the ER/hospital meter at around 10pm on (B)(6) 2017, and the patient received a glucagon injection from a healthcare professional (hcp) to treat her symptom. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have test strips available to perform a test during the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms and received hcp treatment for an acute low blood glucose excursion, after obtaining allegedly inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.